Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused twice during volumetric test. This occured during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, over infused during volumetric test x 2 was not reproduced. The device was sent for flow accuracy testing and the device failed with error percentage of 6.2525%. The event history log review was performed. The condition of the IV set, IV bag, and set up are unknown. No further conclusions could be drawn at this time from the ehl review. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate. The pressure plate requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.